Manufacturer narrative:
Reason for reoperation: silicone migration.

Event description:
Healthcare professional later reported ¿breast ptosis¿ with ¿implant malposition¿, ¿there is evidence of silicone in left axillary lymph nodes¿, and ¿left side undesired breast implant.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a a left side rupture and exchange. Device remains implanted.